Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The specific root cause of the event couldn¿t be exclusively identified. However based on the investigation results, the reported event possibly occurred by the following mechanism: 1) the ultrasonic output was activated while the probe was contacting hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler needles or surgical instruments. This caused scratches on the probe. 2) the ultrasonic output was repeatedly activated in state of above description 1. This applied a force to the probe and cracks were generated from the scratches. 3) probe check was carried out with cracks in the probe. This caused a damage error (601). External force was applied to the probe causing it to break. The following information is stated in the instructions for use which may have prevented the event: "the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide h6 code for type of investigation completed.

Manufacturer narrative:
The subject device was evaluated. Device evaluation and inspection found the probe was broken 16 mm from the tip of the probe. Scratches around the fractured part were observed. When the fracture surface was checked, it was broken staring from the scratch noted. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
It was reported a u601error occurred during a gynecological laparoscopic surgery. Customer reported that the instructions on the screen were followed however, no improvement. Issue was not resolved. The device was replaced with a new one (similar device) and the intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury was reported. Device output settings were reported to be var: 1 max:3 device evaluation found the probe was broken 16 mm from the tip of the probe.